Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial tray at the cement to implant interface. Patient date of birth is (B)(6) and had a revision left total knee done around 2006 at (B)(6). No implant record was provided. Surgeon states that the patient did very well until 2019 when pain progressed to patient using a walker. Revised entire knee including patella. Doi: 2006, dor: (B)(6) 2021, left knee.